Event description:
Additional information received reported that the event resulted in an unscheduled clinic or office visit.

Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak and a spinal headache. The patient experienced a severe headache and nausea six days after implant. On (B)(6) 2014, the patient was started on fioricet and promethazine. An epidural blood patch was performed on (B)(6) 2014. The severity of the event was reported as mild. The event was reported as related to the procedure. It was reported that the event had resolved without sequelae on (B)(6) 2014. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).